Event description:
It was reported that during a laparoscopic colectomy procedure, the tissue pad burned out during the procedure and fell off the top jaw. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.